Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Based on investigation, the root cause was a user related issue. The failure was caused by a traumatic event. The devices are not involved. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a periprosthetic fracture with complete displacement. The patient underwent a revision procedure where tornier flex stem and tornier poly reverse tray removed. Revive stem placed with, with flex reverse tray, and lateralized insert.

Event description:
It was reported that the patient had a periprosthetic fracture with complete displacement. The patient underwent a revision procedure where tornier flex stem and tornier poly reverse tray removed. Revive stem placed with, with flex reverse tray, and lateralized insert.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.